Event description:
This event involved a patient who was taken to the operating room for an aortic valve replacement on (B)(6) /2013. At the beginning of the cardiopulmonary bypass dark blood was in the tubing; the settings to the oxygen blender were changed and the blood remained dark in color. An external oxygen tank was connected and the blood became brighter. Blood gases monitored and showed mild hypercarbia. The perfusionist immediately changed the oxygen blender and the vaporizer; blood gasses were repeated and were within the same range. The oxygenator was then changed after the patient's body temperature was cooled down. A repeat blood gas showed improvement.